Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, joint pain, vaginal itching, loss of energy, hot flashes, muscle weakness and memory loss. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), tooth disorder ("dental issues"), migraine ("migraines") and blindness ("severe loss of vision"). In 2015, the patient experienced alopecia ("hair loss"), weight increased ("weight gain"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("pain with sex"), anxiety ("anxiety"), abdominal distension ("bloating"), pain in extremity ("feet pain") and keloid scar ("keloid scar"). The patient was treated with surgery (removal of essure was performed on (B)(6) 2016 / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, anxiety, headache, abdominal distension, alopecia, allergy to metals, migraine, blindness and pain in extremity outcome was unknown and the tooth disorder, weight increased, fatigue and keloid scar had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, blindness, dyspareunia, fatigue, headache, keloid scar, migraine, pain in extremity, pelvic pain, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, keloid scar, headaches, pelvic pain, weight gain¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, lab data added. Events nickel allergy, migraines, severe loss of vision, fatigue, feet pain and keloid scar added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/pain') and blindness ('severe loss of vision/ vision or eye problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: implanon from 2010 to 2012; for sterilization: implanon. Concurrent conditions included overweight, joint pain, vaginal itching, loss of energy, hot flashes, muscle weakness, memory loss, ovarian cyst and post procedural bleeding. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), tooth disorder ("dental issues/ dental problems"), migraine ("migraines") and blindness (seriousness criterion medically significant). In 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and rash ("rashes or skin conditions type:rash") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("pain with sex"), anxiety ("anxiety"), abdominal distension ("bloating"), pain in extremity ("feet pain") and keloid scar ("keloid scar"). The patient was treated with surgery (lasik surgery and partial bilateral salpingectomy, ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, anxiety, headache, abdominal distension, alopecia, allergy to metals, migraine, blindness, pain in extremity and rash outcome was unknown and the tooth disorder, weight increased, fatigue and keloid scar had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, blindness, dyspareunia, fatigue, headache, keloid scar, migraine, pain in extremity, pelvic pain, rash, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, keloid scar, headaches, pelvic pain, weight gain¿. Concerning the injuries reported in this case, the following one was described/confirmed in patient¿s medical records: nickel allergy. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs was received. Event rash was added. Surgery was added to event blindness. Event onset dates were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with sex"), anxiety ("anxiety"), headache ("headaches"), abdominal distension ("bloating"), alopecia ("hair loss"), tooth disorder ("dental issues"), weight increased ("weight gain") and pain ("pain"). The patient was treated with surgery (removal of essure was performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, anxiety, headache, abdominal distension, alopecia, tooth disorder, weight increased and pain outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, dyspareunia, headache, pain, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.